Manufacturer narrative:
(B)(4). An increased intra-peritoneal volume (iipv) event was identified during the event history log review. The cause of the reported issue cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 21:57:58. During night drain cycle four, the patient's ultrafiltration reading was 1381ml, indicating the home patient (hp) drained 1381ml more than their maximum programmed fill volume of 2200ml. No additional information is available.